Event description:
The customer reported that during the morning run, the sample handler, serial number 1340, failed to aspirate a pt sample and instead went back to the beginning of the rack. No error message was given. A co field service engineer was dispatched. No death or serious injury was associated with this event. This report corresponds to co complaint number 97-01872-04.